Event description:
The customer reported to customer service that the transformer housing of her pump in style breast pump fell on the floor and fallen apart exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. A customer reported that the transformer housing had fallen and broken apart exposing the underlying electronics. She did not report of any spark, fire or injury. The product involved int he complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at the time. The cause of the reach in the rec n transformer has not been determined at this time. It is currently being investigated under (B)(4).